Manufacturer narrative:
Lead model 3093-28 lot# v693902 implanted: (B)(6) 2011 explanted: na programmer model 3037 serial# (B)(4).

Event description:
It was reported that with stimulation on, the patient experienced a shocking sensation. The patient noted that they had a loss of bladder control, bleeding and an increase in baseline pain. The symptom location was noted to be in the perineum. There was no known accident or incident related to the event. Additional information had been requested, but was not available as of the date of this report.